Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effects of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified, heavily tortuous left circumflex artery that is 95% stenosed. The lesion was pre-dilatated with a 3x8mm unspecified balloon. A 3.5x18mm xience xpedition was implanted; however, a distal edge dissection was observed. A 2.75x38mm xience xpedition was used to treat the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.